Manufacturer narrative:
It was reported that the stent did not deploy. As a result of analysis of returned device, the outer sheath was detached and stent was partially deployed. There was kinking on the stent loaded part of the outer sheath, and deployment was tried without pressure, and it deployed well. The stent was deployed to the distal side from the normal loading position. In the inner sheath, but notable kinking was not observed. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the no pressure, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force, and causing kinking to occur. Therefore, it seems that strong resistance occurred and the outer sheath was detached in the end, resulting in deployment failure. In addition, based on the stent being deployed to the distal side from the normal loading position, it is assumed it occurred during the repeated pushing and pulling the pusher to deploy it. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Event description:
Defective did not deploy.